Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported resistance deploying the thumb advancer and torn sheath were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported deploying the thumb advancer and torn sheath appear to be related interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a the left common femoral artery was attempted using a starclose se device with a 6f sheath after a interventional procedure to treat a popliteal artery . Reportedly, the thumb advancer became stuck and could not be advanced. Additionally, it was noticed when the device was removed from the anatomy that the sheath was torn and crumpled. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.